Manufacturer narrative:
A product evaluation was completed on the returned monitor. The reported event was unable to be confirmed. When the specified voltage was applied to the analog input port, the cvp value was displayed as expected. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. No root cause for the reported inaccurate values could be identified since the issue was unable to replicated. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
Additional FDA product codes: dqe, qaq, mud, dxn, dsb, qms, fll. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use, a hemosphere monitor stopped providing arterial pressure-based cardiac output, displayed a "fault: pressure cable" error message, and had a discrepancy with the central venous pressure (cvp) values. Cvp values were obtained through analog input and displayed on the patient monitor. There was no patient injuries.